Event description:
Upon removal of the broviac, which had been repaired, the clinician, dr noticed that the metal piece inside the catheter was loose and as a result had the potential to enter the pt.

Manufacturer narrative:
The complaint was confirmed. The large metal stent from the repair segment became loose from the repair joint and was flushed from the large lumen of the d/l hickman catheter. It was easy for the metal stent to pass through the d/l tubing because a 7fr repair segment was used to repair a 9 fr d/l catheter. The metal stent from the 7 fr repair segment is smaller than the metal stent from the 9 fr repair segment. This appears to be a user related issue.